Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a standard tricuspid valve. During deployment, the valve dislodged while attached to the delivery catheter system (dcs) twice and was recaptured. During the third deployment, it was noticed that a small aortic dissection had occurred. It is possible that the valve dislodgement was the cause of the dissection. The valve was removed from the patient and a non-medtronic valve (sapien 3 26mm) was implanted. The dissection was covered by the non-medtronic valve. No additional adverse patient effects were reported. Additional information was received that a pre-implant balloon dilatation was performed with a 22 mm balloon. The deployment starting point was at mid pigtail catheter and the direction of the dislodgement was aortic. Prior to valve dislodgement, the implant depth was 4-5 mm on the non-coronary cusp (ncc). A non-medtronic (lunderquist dc) guidewire was used for the procedure. Per the physician, the cause of the vascular injury in the ascending aorta was the dislodgement and the valve contributed to the vascular injury but the dcs did not.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID medtronic evproplus-29 serial: (B)(6) use by date 2026-01-22 UDI (B)(4). Other medical products in use during the event include: product ID cook lunderquist dc guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a product ID unknown balloon (lot: unknown); product type: dilatation balloon; implant date n/a; explant date n/a updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: evproplus-29 (serial: (B)(6), product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a standard tricuspid valve. During deployment, the valve dislodged while attached to the delivery catheter system (dcs) twice and was recaptured. During the third deployment, it was noticed that a small aortic dissection had occurred. It is possible that the valve dislodgement was the cause of the dissection. The valve was removed from the patient and a non-medtronic valve (sapien 3 26mm) was implanted. The dissection was covered by the non-medtronic valve. No additional adverse patient effects were reported.